Event description:
The customer reported to physio-control that their device was showing only dashed lines through the paddles lead when monitoring a patient with the defibrillation electrodes connected to the device. The customer reported this and other non critical issues and believed that these all occurred during patient use. The customer was unable to provide any details on a patient event and physio has been unable to obtain any further information on a patient event. With only dashed lines showing when monitoring a patient via the paddles lead, defibrillation would not be available if needed. There have been no adverse effects have been reported during the reported issue(s) with this device.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate or verify the reported device issue. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.the cause of the reported issue could not be determined.